Event description:
The customer got a high reading and, as a result, had to go to the hospital. The customer received a blood glucose reading of 590 mg/dl and paramedics were called. The contact did know any other details about the event. The meter and strips are to be returned for evaluation, and the customer will receive a dex meter.